Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose and mild diabetic ketoacidosis. The customer had nausea, headache, and difficulty breathing. Their blood glucose at the time of admission was 550 mg/dl. They were treated with insulin drip. They were wearing the insulin pump at the time of hospitalization. The customer¿s current blood glucose was 225 mg/dl. It was noted that they had changed 3 infusion sets and used fresh insulin but was still getting high blood glucose. The insulin pump will be replaced and returned for analysis.